Event description:
In 2008 groshong dual lumen catheter implanted in upper right chest area. Two days later, during flushing, medical assistant noticed a leak in one of the two small lines entering the body. Repeated efforts to flush the broken line were unsuccessful. And, because the line leak was at the entrance of the body, it could not be repaired. Pin hole. A new dual lumen catheter was implanted about 9 days later.